Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted an implantable collamer lens into the patients left eye (os). The patient experienced lens rotation. Reportedly the doctor was requesting advice on "lens rotation and analysis". The lens remains implanted. Claim# (B)(4).

Manufacturer narrative:
A1 - unk. A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). D4 - unk. D6a - unk. G4 - unk. H4 - unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. Lens rotation was observed. Additional information has been requested but none has been forthcoming.